Manufacturer narrative:
(B)(4). Product not returned for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for erratic blood glucose test results. Dennis is calling on behalf of the customer. The customer is concerned with test results from back to back blood tests of 177, 57 and 52 mg/dl. The customer's expected fasting blood glucose test result range is 80 - 100 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 203 mg/dl and 230 mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 06/21/2017 and open vial date is (B)(6) 2016.. The customer has not had any changes in diet. The meter memory was reviewed for previous test result history (date/ time not set): (B)(6). Memory concerns:the customer is concerned with the 5 results provided in the meter's memory the customer has not had any changes in the diet. The last time the customer did an a1c in (B)(6) 2016 the result was 6.8.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found on returned meter and returned test strips. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for erratic blood glucose test results. Dennis is calling on behalf of the customer. The customer is concerned with test results from back to back blood tests of 177, 57 and 52 mg/dl. The customer's expected fasting blood glucose test result range is 80 - 100 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 203 mg/dl and 230 mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 06/21/2017 and open vial date is (B)(6) 2016.. The customer has not had any changes in diet. The meter memory was reviewed for previous test result history (date/ time not set): (B)(6). Memory concerns:the customer is concerned with the 5 results provided in the meter's memory the customer has not had any changes in the diet. The last time the customer did an a1c in (B)(6) 2016 the result was 6.8.